Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Add'l info will be submitted within 30 days of receipt.

Event description:
The regatta wire separated about 3cm from the tip. The base of the remaining wire was sheared. The separated wire was removed by pulling out the boston ivus catheter. The product is being returned for evaluation. A boston scientific ivus catheter was used during the procedure.